Manufacturer narrative:
The device completed the priming sequence earlier than expected. The data presented a rotational sensor error that caused the early termination of the priming sequence. The device was reset and rerun, and the rerun data presented no anomalies. The cause of the rotational sensor error could not be determined. Debris was observed on the ratchet gear near a finger of the commutator cap. It could not be conclusively determined if this affected the operation of the device.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.